Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: improper placement a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2018, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses featuring c3® delivery system . The proximal portion of the trunk-ipsilateral leg component and a contralateral leg component were successfully deployed without issue. The physician intended to push up when completing deployment of the ipsilateral leg of the trunk but was not successful and the left internal iliac artery (liia) was unintentionally covered by the ipsilateral leg. The physician attempted to push up the distal portion of the leg with a balloon catheter but was unsuccessful. The procedure was concluded. The patient tolerated the procedure and will be monitored by the physician.